Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8043704, expiration date: 2019-07-31, manufacture date: 2018-02-12. Medical device lot #: 8129508, expiration date: 2019-09-30, manufacture date: 2018-05-09. Initial reporter phone#: (B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for lipout and color variation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for lipout and color variation with the incident lot was observed.

Event description:
It was reported with the use of the bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes there was an issue with molding defect and off colored cap. There was no report of injury or medical intervention.